Manufacturer narrative:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system experienced a recoverable fault. Based on the claim against the product by the customer noting system experienced a recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported error. After inspecting the device it was noted the opto button had broken off. Hard error code 23031 was confirmed on the master tool manipulator (mtm). Fse replaced the mtm and the issue was resolved. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed, and failure analysis investigations was able to replicate and confirm the reported issue. The mtm was installed on an in-house unit and the error code 23031 was reproduced during the sine cycle. The embedded serializer for master handle (esmh), printed circuit assembly (pca), and opto button assemblies will be replaced to resolve the issue. The probable root cause is attributed to a component failure. The embedded serializer for master handle (esmh), printed circuit assembly (pca), and opto button assemblies will be replaced to resolve the issue. This complaint is considered a reportable event due to the following conclusion: the customer experienced recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system experienced a recoverable fault. Technical support engineer (tse) reviewed the live logs and found error code 23031 on master tool manipulator (mtm) left on surgeon side console (ssc) serial number (B)(4). Operating room (or) staff stated one of the buttons fell off the ssc manipulator. The system was recovered, and the surgeon is continuing robotically. The procedure was completed with no reported injury.